Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant or false downstream occlusion. The event was discovered during testing at the test bench. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported false downstream occlusion alarm which was not reproduced. A review of the event history log identified downstream occlusion messages. The cause was determined to be downstream tubing guide was chipped and was out of adjustment. The downstream occlusion was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.